Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system user being unable to authenticate and experiencing login issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login. A technical support specialist (tss) dialed into the server and reviewed the user access settings. It was found that the user was not assigned to any roles or areas, which prevented proper access. The customer was advised to assign the appropriate roles and area to the user to resolve the issue, and the case was proceeded for closure since there were no further issues reported.